Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(cloudy.)

Manufacturer narrative:
We checked the returned unit and confirmed that the ocular lens cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the ocular lens. In addition, we confirmed that the cfb screen cover glass dirty; however, it is not the main cause and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results it was evaluated to submit MDR.